Event description:
It was reported the glenosphere device disassociated from the baseplate postoperatively. It was estimated that the event occurred 1-3 months after the surgery. It was reported no patient injury is alleged; however, revision or medical intervention was required.